Event description:
Customer claims that the green light flashes continuously. The alarm will not sound while it's in use. The alarm is being used with an (B)(4). The batteries were replaced with the same type. The battery springs are intact and the battery door is missing. There is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) (alarm, failure to). Results: evaluation for the returned product shows that the alarm powered on. The unit green light does flash continuously, which is normal when pressure is applied to the sensor. The rj-11pin # 4 is bent. The pins in the rj-11 receptacle are corroded. The 9v battery connector is not the factory style connector. The battery door is missing. The unit passed functional tests. (B)(4).